Event description:
Eleven days prior to the event, the pt was diagnosed in the ER with bilateral pneumonia and was admitted to the hospital to be evaluated for endocarditis. On the event date, the pt underwent surgery for endocarditis with root abscess. Intraoperatively, dehiscence was noted between 9 and 12 o'clock position of the mitral valve. This area corresponded to where the abscess "burrowed" from the aortic root down into the mitral annulus. The valve was explanted and replaced with a #25 perimount pericardial valve. The pt was removed from bypass and experienced severe hypoxia, bradycardia and hypotension. Bypass was reinstituted. The pt was removed from bypass and again experienced difficulties. The pt was put on bypass again. The pt was unable to be weaned from bypass and expired at 4:06am.